Event description:
Pt implanted with this lead in 2007. Two days later, pt received two shocks for inappropriate sensing. Next day, attempted to reposition the lead and noted an insulation break by dr cha.